Event description:
It was reported that the catheter did not have any cerebral spinal fluid returned prior to the revision. The whole catheter was replaced. Overdose was due to priming error that occurred 1 hour after the revision. The patient was reported as tired on the same day post-operatively. The dose was lowered and the symptoms improved. At the time of the report the patient was receiving therapy.

Event description:
It was reported that a priming bolus was incorrectly performed. A catheter revision was performed on (B)(6) 2012 and post revision a priming bolus was done. They used the ttb and should have only primed the tcv. Patient received an additional 1.99mg of drug as a prime. The pump was decreased to a minimum rate mode. The patient was hospitalized overnight and discharged the following day without issue. It was indicated that the drug in the pump was dilaudid. It was later reported that the pump was programmed to simple continuous. The patient experienced nausea and vomiting. They were concerned the dose was too high. The plan was to refill the pump with a lower concentration and perform the removing system contents procedure. It was indicated the drug in the pump was morphine. It was unclear if the drug in the pump was morphine or dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Physician programmer model 8840; catheter model 8731sc serial# (B)(4) implanted: (B)(6) 2012 explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).